Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation. However, based on the results of the investigation, it¿s likely the e315 error occurred due to otv-s7proh-hd-10e scope not being compatible with cv-170. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the video system center display an e315 error when connected to the otv-s7proh-hd-10e scope. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac advised that the otv-s7proh-hd-10e scope was not compatible with the cv-170. Tac emailed the customer the camera heads compatibility chart and concluded that the customer connected the wrong camera head to the cv-170. A follow up was made and the customer confirmed that the device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.